Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 29-apr-2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005556 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005556 was manufactured according to the wi version 96 manufactured in the line m10, on 14/feb/2024, with a total of (B)(4) units. Welding the lot 4b00688 was manufactured according to the wi version 33, machine ls06, l007, with a total of (B)(4) units. The lot 4b02069 was manufactured according to the wi version 33, machine ls24, ls25, ls11 with a total of (B)(4) units. The lot 4b02074 was manufactured according to the wi version 33, machine ls24, ls25, ls11 with a total of (B)(4) units. Gluing connector the lot 4b00680 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4b01758 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4b01759 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4b01760 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4b01761 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4b01764 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4b03040 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 02/jul/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6005556, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.